Event description:
The customer reported a red leak from the coulter lh 780 hematology analyzer. The customer stated the instrument was generating high erroneous differential results on patient samples when the leak was noticed. The customer did not provide any patient results. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/08/2015. The fse found the tubing at waste chamber vc13 was disconnected from the fitting and was causing a leak. The fse reattached the tubing, which repaired the leak and the differential results. The repairs were verified per established procedures. (B)(6).